Event description:
Caller reported an error with their continuous glucose monitor (cgm), specifically cgm error 42. There was no adverse impact to the customer's blood glucose level. Customer service provided directions for resetting the pump, and after the reset, the error did not reappear. The caller successfully started their sensor session following the resolution.